Event description:
Dr reported to or manager of the failure of the covidien gia auto suture stapler. The stapler failed to close or crimp appropriately, thus the surgeon was unable to close the anastomosis. The surgeon had to pull 4 to 5 un-crimped staples from the bowel, and then get another stapler to finish the job. The surgeon had to over sew the bowel area where the staples had been pulled from the bowel. Dr didn't want to take any more bowel since the patient has crohn's disease, but felt that having to over sew the bowel to compensate for the misfired staples, he took more bowel than needed. Dr is frustrated with the multiple failures of covidien staplers over a good period of time. He asked me, or manager, how long it would take to get rid of these since he has been involved in other cases with stapler failures.